Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic keto acidosis. Blood glucose reading went up to 465 mg/dl. Customer¿s other blood glucose value was 177 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer reported that insulin pump had two pump errors. Customer was able to clear the alarms and able to complete rewind process. Customer stated that cannula of infusion set was bent. The customer performed self test and it was passed. Customer was not using auto mode system at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify pump error 3 and pump error 54 due to critical pump error (open book image) alarm.